Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 126 mg/dl and the sensor glucose was 65mg/dl at the time of the incident. The customer reported that sensor glucose and blood glucose difference is not within acceptable range. The customer's blood glucose at the time of incident was 151mg/dl. The customer¿s current blood glucose was 185mg/dl. Insulin delivery was suspended due to sensor glucose value of 85. Suspend on low limit in sensor settings was 90. The sensor will not be returned for analysis.